Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller connector. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the display was unreadable. The patient's blood glucose at the time of incident was 9.6 mmol/l. There were unexpected alarms. There was a crack on the back of the insulin pump. The insulin pump will be returned for analysis.